Manufacturer narrative:
The investigation conducted by the field service engineer (fse) concluded that the vision issue experienced by the customer was associated with the high resolution stereo viewer (hrsv). The hrsv provides the video image for the surgeon side console (ssc). The system was repaired by replacing the affected hrsv. The hrsv was returned to isi for evaluation. Engineering was able to replicate the report, vision issue determined that the hrsv monitor had malfunctioned. As of october 15, 2009, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that at the start of a da vinci s internal mammary artery (ima) harvest procedure, the right image on the high resolution stereo viewer (hrsv) was black with no visible icons, text, or pictures. A technical support engineer (tse) recommended that the site place the system in 2-d; however, the vision issue remained. The site then recycled power to the system multiple times as well as raised and lowered the hrsv; however, the issue persisted. The pt was under anesthesia for approximately 1 hour and port incisions had been created when the surgeon made the decision to abort the planned surgical procedure and reschedule to a later date.